Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20 x 2.25mm promus premier drug eluting stent was selected for use. However, it was found that the shaft was fractured after opening the package. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR. : promus premier ous mr 20 x 2.25mm stent delivery system (sds) was returned to the complaint investigation site (cis). A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer / mid-shaft sections and the inner lumen identified multiple kinks. Microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20 x 2.25mm promus premier drug eluting stent was selected for use. However, it was found that the shaft was fractured after opening the package. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).